Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump battery was low; every time she changed the battery the failed battery test and battery out limit alarms would occur. No further details were provided; the line disconnected as the customer attempted to activate speaker phone. No products were returned or replaced.